Event description:
(B)(4). Same patient as - 2134265-2009-06199. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion located in the proximal right coronary artery was 90% stenosed, 3.50mm in diameter and 8mm long. The lesion was predilated with an unknown 3.5x10mm balloon at 8 atms. A 3.5x8mm taxus express2 stent was implanted at 16.0mm. Post-dilation was performed with the stent delivery balloon at 18 atms. Post-intravascular ultrasound was performed. The stent was well expanded. Residual stenosis was 0%. The patient was discharged 2 days later without angina symptoms. In (B)(6) 2010, follow-up angiogram revealed restenosis in the proximal rca. The patient had no ischemic symptoms. The target lesion was 90% stenosed, 4.0mm in diameter and 13mm long. The patient was hospitalized and a target vessel re-intervention was performed. The lesion was dilated with an unknown balloon catheter. Post-procedure visual inspection revealed 25% stenosis. The procedure was successfully completed and the patient status improved 1 day later. A 2 year follow-up was performed and no anginal symptoms were noted.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that in (B)(6) 2008, the patient was discharged on anplag and bayaspirin.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data, other relevant history - updated (B)(4).